Event description:
The rptr stated that rptr did meter to hcp meter comparison tests. During dr visit, md meter (type unknown) was 170 mg/dl, compared to his "normal reading of 75 mg/dl." Tests were reported as 2 hours apart. No symptoms were reported. Rptr stated rptr had done a control solution test which was below range; no specifics given. Rptr stated that during the appointment rptr had been advised by dr to resume the regular medication regimen (reporter had decreased it without doctor's advice.) Family member used same meter; family member's blood glucose readings were satisfactory to doctor. No harm was alleged.